Event description:
Following a diagnostic procedure, an angio-seal device was inserted into the right leg. The pt subsequently lost peripheral pulses and complained of paresthesia of the leg and was taken directly to surgery. The vascular surgeon reported that the vessel was occluded due to the collagen in the femoral artery. It was reported that the pt is doing well and has been discharged.